Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an imperfection of proper reprocessing caused by leakage. A further cause of the leakage could not be presumed. The instructions for use (IFU) states in the following to contact olympus incase leakage is detected. Therefore, abandoning reprocessing at leakage is not deviation from IFU: reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that switch #1 of the evis exera iii gastrointestinal videoscope was defective. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a white residue at the air/water channel and cylinder. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and water tightness was lost due to a cut on switch #1. Also, evaluation found the suction cylinder was discolored, the label on the scope connector was peeled, the water removal ability did not meet the standard value due to clogging of the nozzle, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was cracked and the universal cord was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.